Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented a battery low alarm. This occurred before use. There is no patient involvement. No additional information is available.